Manufacturer narrative:
A1-a6: patient information. H6: codes, updated. This per was determined to be supplemental and the investigation findings will be submitted under MFR# 2916596-2025-00036.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6)2024. After surgery the patient had shown tendencies of right heart failure and was monitored but the patient's condition continued to worsen, and low flow persisted. The patient was experiencing low flow alarms at the time of the event. Due to worsening right heart failure, surgery to implant a right ventricular assist device was performed on (B)(6)2024. During surgery bleeding became uncontrollable, leading to circulatory collapse and death. The patient was explanted due to post operation surgical incident. The cause of the bleeding was under investigation at the time. Log files were sent for analysis to confirm how the pump had been operating between 14:00 and 18:00 on (B)(6)2024. The data recorded on the log file indicated that there was an active lvad_off alarm flag associated with an (f69) intentional pump stop controller fault flag on (B)(6)2024 16:45:42.

Manufacturer narrative:
D4, serial number, lot number, expiration date, corrected. D4, primary UDI number, corrected. H4: device manufacture date, corrected. H6: device problem code, corrected. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.